Event description:
The subject device was returned to an olympus service center with a report that the insertion part was crushed. There was no patient or user harm reported due to the issue. During inspection and testing of the returned device, service found the coating of the insertion section was peeling off. This report is being submitted for the malfunction found during the evaluation of the device (coating peeling).

Manufacturer narrative:
In addition to the coating peeling from the insertion section, service found the insertion part was dented, confirming the reported issue (crushed insertion part). Service also found that due to wear of the angle wire, the bending angle in the up direction did not meet specification. The image guide bundle had a stain, and there were significant breakages observed to the image guide bundle. The control unit, switch box, angulation lever, up/down plate, universal cord, and scope connector were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating of the insertion section peeling was caused by stress of repeated use, external factors, or handling of the device. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to the initial report: code, "4110 - trend analysis", was inadvertently selected and should be removed. Usage of device has been corrected to reuse.